Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to high dfts. At the implant during the dft testing 36 j failed, 45 j failed twice; external defibrillation failed twice and then the third attempt was successful. The patient was scheduled for an rv lead revision. The physician wanted the patient to have a dual coil lead. A dual coil rv lead was implanted and dft testing was performed and was successful. No additional adverse patient events were reported. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed the ligature marks approx. 23.5 cm distal to the is-1 connector pin. In this area cuts in the insulation were observed. Furthermore, deformations of the shock coil were detected. It is reasonable, that these damages occurred most likely during the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.